Event description:
It was reported that (1) device was used during a total colectomy. It was reported by the rep that the surgeon placed the ax55b instrument around the colon, the instrument was closed, fired and specimen was cut. After removal of the instrument, it was found not to have stapled. No staples were present in ax55b. The case was extended 1.5 hrs.